Event description:
I was implanted with a dual chamber medtronic pacemaker on (B)(6) 2018 with no known need for one and have been experiencing severe damage to my heart. I recently learned that there was a program error with the model I have but the physician who implanted did not make me aware nor treated my symptoms. FDA safety report ID # (B)(4).